Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 400 mg/dl and over. Customer stated that they delivered the bolus but the blood glucose did not go down. Customer declined for troubleshooting and the issue was resolved by changing the complete set. The insulin pump will not be returned for analysis.